Event description:
It was reported that a catheter was implanted in (B)(6) 2012; explanted on (B)(6) 2013 because the catheter has lost his fixation after the y-hub; could be a long-term breach.

Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon.